Event description:
Patient was revised to address instability, poly wear of the insert, osteolysis, and loosening of the femoral component at the cement/implant interface. Competitor cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Examination of the submitted femoral component found evidence suggesting micro motion of the device in vivo. The investigation could not draw any conclusions about the root cause of the micro motion. No evidence was found indicating product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Revision scheduled (B)(6) 2012, unknown if this occurred. Depuy still considers the investigation closed.